Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: black box review shows evidence of short battery life illustrated with a sudden voltage drops on (B)(6) 2013. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised with no alarms. External power supply confirms that the pump is drawing a high sleep current. The pump cover was removed and sleep current returned to specification after unplugging the cgm module from the printed circuit board. The cgm board shows a cold solder connection. The sleep current remains within specification after re-soldering and plugging the cgm connector to the pcb again. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cold solder joint. This report is made based on the results of an investigation completed on (B)(4) 2014.